Event description:
The line was placed in 2000. The crack was noted a little over 2 months later on the venous leg. The leg was removed and replaced with a titanium connector. The line remained in the pt.